Event description:
It was reported that during laparoscopic cholecystectomy procedure, the clip was malformed the 1st firing outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Was the clip fully advanced into the jaws prior to firing?---no information. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. The analysis results of the device found that it was received with the top shroud damaged. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).